Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 6 patient samples tested for elecsys ft4 ii (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh (tsh) on a cobas e 801 module. The 6 patient samples were submitted for investigation where discrepant results were identified for ft4 ii, ft3 iii and tsh between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to attached data titled "patient results" for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The patient samples were also treated and underwent polyethylene glycol (peg) testing. Refer to attached data titled "peg testing" for these results. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 277945 with an expiration date of 09/30/2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 277939 with an expiration date of 12/31/2018.

Manufacturer narrative:
It was clarified that the customer and investigation site were using the elecsys ft4 iii assay and not the elecsys ft4 ii assay as originally stated. Patient samples (B)(4) with discrepant ft3 iii results were submitted for investigation. Upon further investigation of these patient samples, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.